Manufacturer narrative:
Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Manufacturer narrative: refractive surprise each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim #: (B)(4)

Event description:
(B)(6) a facility representative reported that following an implantable collamer lens (icl) procedure, the patient experienced refractive surprise, vaulting dissimilarities. The lens exchanged with a lens and diopeter and the problem was resolved.

Manufacturer narrative:
H3: device evaluation: lens was returned in a micro-centrifuge vial with moisture. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. H6- method code 3331: device history record (DHR) review: the device history record (DHR) review indicates that the product has not been manufactured within the established process parameters and that there is indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim #(B)(4).